Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii-IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV and rupture.

Event description:
Patient reported right side rupture, intracapsular rupture with no signs of free silicone. Physician reported pain and capsular contracture (grade iii-IV). The device remains implanted. Patient was treated with "analgesic".